Event description:
During the treatment of a basilar tip aneurysm, the eighth coil stretched during positioning. On (B)(6) 2014 we became aware that the coil was retrieved using a snare successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.